Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation.

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component 52/46 code l on (B)(6) 2009 on the left side and underwent revision surgery on (B)(6) 2013 due to bursitis, elevated metal ions, dislocation, pain and inflammation.

Manufacturer narrative:
This report has been created to reflect additional received infromation: additional information received on oct 19, 2020. Email. Product details. Item numbers received. D11: ref#: 01.00181.460; name: metasul ldh, head, 46, code l, taper 18/20; lot#: 2458329. Ref#: 01.00185.146; name: metasul ldh head adapter, m, 0, taper 12/14-18/20; lot#: 2502412. New information does not change the investigation-results of this incident, an additional report will be submitted when additional information becomes available. Zimmer biomet's reference number of this file is (B)(4). Note: initial MFR-report was 9613350-2016-00137.

Event description:
No changes to event describtion.